Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a coupling problem reported. The patient had been trying to get her stimulation on and had been charging for a couple of hours but was not able to charge. The patient was seeing 0 coupling boxes. Earlier, the patient saw 4 boxes and then 2. The patient tried to turn the antenna dial and reposition the antenna but still got 0 coupling boxes. The day of the report was the first time the patient had problems with the boxes, they usually got the impulses but they didn¿t today. The implantable neurostimulator (ins) battery was about a quarter full. The patient didn¿t think it was flipped, but one half that was in them could feel the one side, and that happened the day of the report. The recharger antenna was damaged. It was later reported that the components involved in the report were the ins and the leads. There was a slow infection. An MRI was done, and gave negative results and the blood work was negative. When asked if a wound culture was done, the manufacturer was not aware of that. The actions taken to resolve the issue was removal of the ins and the leads, the date was unknown. The cause of the event was not known and was not device related. The patient recovered without permanent impairment. It was unknown what, or if, antibiotics were given to the patient. The healthcare provider would discuss with the patient after the first of the year if the patient would be re-implanted. If additional information is received, a follow-up report will be sent.